Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To address the issue, the customer changed the infusion set and cartridge before resuming insulin therapy. Ultimately, the customer reverted to an alternate method insulin therapy.